Event description:
It was reported that the patient experienced erythema to the implantable neurostimulator (ins) site. The outcome was resolved without sequelae. Interventions included keflex prescribed 500 mg bid x10 days prophylactically. Diagnostic methods included examination/palpation. The ins incision had slight erythema in the localized tissue and it was slightly tender to the touch. It was reported one week later that most of the erythema that was surrounding the site had resolved. The etiology was ins pocket. The event was unlikely related to the device or therapy. The event was related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n514312, implanted: (B)(6) 2015, product type: adapter. Product ID: 3998, lot# lb0288, implanted: (B)(6) 2002, product type: lead. (B)(4).